Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to unspecified reasons. A new ipp pump was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.